Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens regional support center to report the observation of a false low eosinophil result obtained on an advia 560 hematology system. The initial result was flagged appropriately and was not reported to the physician(s). The customer performed a manual count on a stained smear, and the result was higher and reported as the correct result to the physician(s). Siemens healthineers reviewed the complaint and provided the following investigation summary: the original issue is reported as eosinophilia not detected by the advia 560. Siemens has reviewed the data provided and can see that the "e" flag is present which indicates that the analyzer could not clearly distinguish between the eos and neutrophil populations. In this case a manual slide should be made to accurately count the differential. A slide was made and the count was corrected. The result is specific to this patient sample, the quality control (qc) was within range, and the system is currently operational. The analyzer is performing according to specification, and no further evaluation of the device is required.

Event description:
The customer reported the observation of a false low eosinophil result obtained on an advia 560 hematology system. The result was appropriately flagged and the advia 560 hematology system operator's guide instructed the customer to perform a manual count on a stained smear. The customer performed the manual count, and the eosinophil result was higher. The higher eosinophil result from the manual count was considered to be the correct result and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false low eosinophil result.